Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the therapy was still off and the event was still ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient lost therapeutic effect. It was noted that the device was reprogrammed on (B)(6) 2018 and the therapy was suspended on (B)(6) 2019. Imaging on (B)(6) 2018 showed the leads were intact. The patient fell on the gluteal area and had shocking sensations when using the therapy. On (B)(6) 2018, their pain got worse. They fell again on (B)(6) 2019 and the pain got worse. It was noted that the pain was not well managed and it was intermittent. On (B)(6) 2019, the patient started medications that didn¿t help and started oxycodone on (B)(6) 2019, but had hallucinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell on their gluteal area and that the device was not covering the lumbar area. The therapy was stopped for 10 days, and interventions taken included interrogating and reprogramming the neurostimulator. It was noted that the event was related to the device or therapy and not related to the implant procedure, with an etiology noted to be the patient having fell on their gluteal area. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of if/how the patient¿s fall affected the device/therapy coverage was not determined. No further complications were reported/anticipated.